Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -17.50/4.0/115 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. Lens rotation not associated to a low vault was observed. It was reported that medical or surgical intervention was necessary and repositioning was reported. In the reporters opinion patient-related factor and user error was the cause of the event. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5: 12.6mm vticmo12.6 should be corrected 13.2mm vticmo13.2. Claim#: (B)(4).

Manufacturer narrative:
The lens was returned with moisture in a microcentrifuge vial. Visual inspection found the lens haptic broken and bent. Dimensional inspection found the lens to be within specifications. Claim: (B)(4).

Manufacturer narrative:
Additional information: b5: a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault with rotation. The lens was repositioned, but this did not resolve the issue. The lens was replaced with a longer length lens of a different model and the problem was resolved. Cause of the event was listed as user error, further stating, "the sulcus-to-sulcus distance should be wider than expected." Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. Claim: (B)(4).